Event description:
A patient with tuberous sclerosis complex (tsc) had litt on (B)(6). The target of ablation was on 2 right frontal tubers. The patient did well for 3 weeks post-litt, then presented with lethargy. It was found that the patient had abscesses at both litt sites. Patient was taken to the or for evacuation of abscesses. Did well post-operation. Patient was on 5 weeks of IV antibiotics.

Manufacturer narrative:
Infection is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.